Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that their implant battery died last year. The patient stated she put off getting the implant replaced until her other unrelated medical issues were under control. The patient noted she was going to see a new healthcare provider on (B)(6) 2019 to replace the implant. The indications for use were failed back surgery syndrome and post lumbar laminectomy syndrome. No patient symptoms reported.